Event description:
On 1/28/98, the pt experienced a subtrochanteric fracture of the proximal shaft in the left femur with angulation at the fracture site. On 1/30/98, a dhs plate was implanted. On 10/14/98, after experiencing pain for approx one month, a non-union and broken plate were noted. On 10/15/98, the plate was removed.